Manufacturer narrative:
Onsite investigation was preformed and the field systems engineer was unable to replicate the reported event as system functioned as expected and without issues. A software investigation was also completed. This investigation was unable to determine the root cause of the reported event without further information since the reported behavior could not be replicated. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported during a spinal fusion case, the surgeon placed 5 screws, he then took a confirmation spin and saw that all 5 were misplaced 4mm superior into the disc space. They re-spun and replaced the screws and then took another confirmation spin. Surgeon then decided one more needed to be replaced so he did that. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Correction to unique device identifier (UDI) now provided.